Event description:
Case involves a 63 y/o male with organic sexual impotence. This penile prosthesis was placed on 10/23/96. Pt complained of various discomfort over a period of time. The treating physician determined the prosthesis was malfunctioning and was not staying inflated. It was decided by the pt to have the device explanted. The pt experience no adverse effect medical problems and was only hospitalized for the removal of the device.